Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on 3/27/2019. Device returned to manufacturer: yes. Device evaluation: product was analyzed. Traces of viscoelastics were observed on the lens surface indicating it was prepared for insertion at the surgical site. The lens had an haptic detached (not returned).the lens was torn at the detached haptic zone. The other haptic was bent,kinked. The reported device problem code of haptic damaged was verified. Since there were indications that the lens was handled during the surgical process, a manufacturing related product quality deficiency could not be determined. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation request has been received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there were faulty haptics on lens model, ar40e monofocal iol (intraocular lens). It was also noted that there was no patient involvement. No additional information provided.